Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl and was advised by healthcare professional to have insulin pump replaced. Customer states that infusion set and insulin was changed and blood glucose remained high. Customer was advised that insulin pump would be replaced as a courtesy and in the future, troubleshooting would need to be performed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.